Event description:
The customer reported to beckman coulter (bec) a small drip from the probe of the coulter act diff 2 analyzer. The leak was contained within the instrument. The analyzer also generated differential flags. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, goggles and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this incident. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Per the customer technical specialist (cts), the customer cleaned the probe wipe resolving the leak and differential flags; no further leaking was observed. Service was not dispatched for this event. To date the customer has not called back to report any further issues. Failure mode was related to the probe wipe that needed to be cleaned. (B)(4).